Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record (DHR) traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: system was successfully verified after the surgery date. Most recent onsite visit from field service engineer signed service installation record. The device meets specifications as per service installation record. The review of logfile for the day of treatment shows all laser system functions were within specifications. The reported treatment could be identified in the logfile. The beam control-check resulted in a correction. The surgeon interrupted the treatment three times by releasing the laser pedal during bed cut. The customer aborted the treatment after the third interruption by pressing the vacuum pedal instead of the laser pedal. Treatment was only eighty four percent complete. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the log files for the treatment day does not show any other relevant warning or error messages. No technical root cause could be identified. The system was working within specification. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the during flap creation surgeon observed vertical gas breakthrough in left eye of a patient, during refractive surgery and the system was stopped immediately. There were no tunnel-like laser marks were found on the patient interface. The surgeon has good experience with the system. The patient interface was retained and sent manufacturer for inspection.